Event description:
Additional information received reported that the patient still had concerns with the device or therapy but had not sought further help. The reporter stated that the device did not work after a truck wreck and needed to be taken out.

Event description:
It was reported that the patient was in a car accident that "broke" his neurostimulation system. The reporter stated that the patient was considering an explant. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that therapy had not worked since his auto accident 3 years ago and he could not find a physician to remove the device. The patient was going to try to connect with his original implant doctor. The patient wanted to have the device removed. He made several threats "to take care of things himself to get rid of the device" and "blowing his brains out" and going to a local reservation hospital to have a doctor take the device out with a "hot knife." No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Life threatening has been unchecked. (B)(4).